Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2021. During the procedure, the physician used a semi rigid ureteroscope in the access sheath; however, after multiple pass, the inner lining of the sheath started to unravel into the patient. Reportedly, the physician had to fish the sheath out with a basket. The procedure was completed with another navigator access sheath. No patient complications were reported as a result of this event.